Event description:
It was reported that the patient had chest pain, perforation, and pericardial effusion. The right ventricular (rv) lead was found to have elevated ventricular pacing capture thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).